Manufacturer narrative:
On 4/16/2014 a medtronic field service engineer visited the site and tested the system. He confirmed the reported problem. He found that the o-arm is in stand alone mode and will not communicate with mvs (mobile viewing station). Requested an umbilical (aka mvs interconnect) cable be shipped on 4/17/2015 a medtronic field service engineer replaced the umbilical cable on the system. System passed all functional testing after umbilical replacement. Analysis of suspect cable as follows: confirmed reported problem "dropping comm between stealth and o-arm". Broken cable wire (pin 1). Electrical problem. Damaged connector caused event. (B)(4).

Event description:
A site representative reported that during a spine surgery today, they were unable to transfer images from the o-arm to the s7. They were able to open the gantry and remove the system from the or (operating room). Surgeon chose to proceed using a c-arm after less than a 15 minute delay. No patient harm.